Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported rupture to right side device. Side began to feel and look lumpy, texture felt different, could feel device with hand, noise when turning on side and some pain. Device has been explanted and replaced by non-allergan product.